Manufacturer narrative:
(B)(4). Batch # p93l62. Device analysis: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation and 12 malformed clips inside a plastic bag. The device was disassembled and evidence of corrosion was found throughout the broken area and no clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred when the device was used on cystic duct. The same event occurred when the device was fired outside the patient for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.